Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of barrett's esophagus following a balloon ablation of a proximal segment of esophagus, there was a bleeding on the wall of the esophagus. After successfully removing the catheter without incident, the physician irrigated and inspected the bleeding area and there appeared to be an esophageal tear on the wall of the esophagus. After continued inspection and irrigation, the bleeding stopped. It was determined that hemoclips were not needed. The physician decided to discontinue the procedure.